Manufacturer narrative:
X-ray. Device evaluation summary - as received, leaflet 1 had two tear of approximately 2mm near commissure 1 and 6mm near commissure 2. Leaflet 1 also had a hole near commissure 1 that did not penetrate the entire thickness of the leaflet. Leaflet 2 had a three tears of approximately 4mm near commissure 2, 7mm near commissure 3 and 5mm in the cusp region. Leaflet 3 had two tears of approximately 2mm near commissure 3 and 5mm near commissure 1. Calcification was evident near all the tears and leaflet hole. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 3 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 1.5mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. Incidental findings: approximately 15% of the sewing ring cloth had been cut and the wireform was exposed at all three commissures. Additional manufacture narrative - the reported leaflet tear was confirmed through device evaluation as secondary to calcification of the leaflets near the region of the leaflet tears. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Ultimately the result of leaflet calcification is valve failure due to leaflet tear.

Event description:
Edwards learned of a valve that was explanted after an implant duration of approximately 10 years due to leaflet tear. The device has not been returned to manufacturer.

Event description:
The device was returned to manufacture for evaluation.

Manufacturer narrative:
Additional manufacturer narrative - the device was not returned to manufacturer. Without return of the explanted device the reported clinical observation cannot be confirmed. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.